Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with mentor smooth round moderate profile 300cc saline breast prostheses when the right breast prosthesis deflated post implantation. The patient developed pain in her right breast and had a mammogram performed that diagnosed right breast prosthesis deflation. Additionally, the mammogram diagnosed benign-appearing calcifications in both breasts. As a result, the patient is scheduled to undergo unilateral explantation of the right breast prosthesis on (B)(6) 2022. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the patient¿s left breast prosthesis. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 15-jun-2022, mentor received additional information about the event. It was previously reported that the patient had only her right breast prosthesis removed. New information received states that the patient underwent bilateral explantation and replacement with mentor smooth round moderate profile 300cc saline breast prostheses on (B)(6) 2022. Reason for device explant and/or reoperation: right breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).